Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including an episode of loss of consciousness during which emergency medical services administered intravenous glucose; the user did not go to the hospital and reported performing a factory reset and declining further training, and also reported delayed initial training. Symptoms included hypoglycemia with syncope. Outcomes included ems treatment at the scene without admission. Investigation included complaint intake, case review, and regulatory reporting. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear and no device alarms reported; no device malfunction or component issue has been confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence ".